Manufacturer narrative:
(B)(4). Physio-control performed an examination of the customer's device and verified proper device operation with new battery. The device was then returned to the customer. Physio also confirmed that this is the second battery to have become prematurely depleted in the last 12 months. Physio advised the customer that their device is no longer under warranty and not field serviceable. Physio recommended that the customer permanently remove their device from service and that a replacement unit be obtained. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.